Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately one month post-implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: cocr head 32/ 0 'm' 12/14 item #14320620 lot #2770784, ms-30®, stem, standard, cemented, 12, taper 12/14 item #3000049120 lot #2730131. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual inspection was not performed. Compatibility check identified no issues. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.